Event description:
It was reported that a flo-gard IV solution administration set was found to have air bubbles in the tubing. This was noticed during infusion of "ara-c chemo" using a colleague pump (baxter product) set at 100 ml/hour and a "bag spike adaptor with spiros." The pump alarmed coincident with this observation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) .evaluation summary: the physical device was not received for evaluation; however, a photograph of the device was received. Photographic inspection revealed air bubbles in the tubing. A retained sample was also evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed; the device was connected to a viaflo bag, primed, and connected to a pump set to the same flow rate as the reported rate. No air bubbles were observed during this test. The reported condition was verified via photographic inspection but was not replicated with the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.